Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of sand and water in their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The corroded motor assembly was noted during visual inspection. Unable to test for the off no power alarms or perform the functional test due to the blank display. The pump was also received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.